Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported at 11 a.m. An attempt was made to pass power PICC 4 double f, but when I passed the guide wire it got tangled up and had a hard time coming out. When it came out it had the tip curled up as if it had a knot, and it came out with a piece of skin along with it. Another PICC was ordered then a 4f double lumen power PICC catheter was passed into the vjd. 9 cm internal introduction, 0 cm external, 41% vessel occupancy, 10 cm arm circumference, use of aseptic technique, 2 ml anesthetic button, occlusive dressing with gauze + transparent film, released after x-ray by health professional. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.